Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2013 and performed to specification up to the 21st december 2014. Multiple manual power ups of ten minutes duration are recorded between 21st december 2014 and 22nd april 2015. The pad-pak became depleted and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure resulting in multiple manual power ups of ten minute time outs and an excess current drain which would have contributed to the early depletion of the pad-pak. This would confirm the reported fault. The device was observed switching on during the investigation. The green led remaining constantly lit during the investigation is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was malfunctioned as the device depleting pad-pak.